Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection noted explantation damages and biological fixation material on the returned device. Examination of the returned device with material analysis engineer indicated: "damage consistent with explantation process." Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "x-ray printouts available for review include a series dated (B)(6) 2017, which are two ap¿s and one lateral of the left hip demonstrating an uncemented left total hip arthroplasty with no screws in the acetabulum. The stem is in nominal position, the hip is reduced, heterotopic ossification lateral to the greater trochanter is noted, and radiolucencies in three zones surrounding the acetabular component are noted. An x-ray dated (B)(6) 2017 is an ap of the pelvis, which is unchanged. X-rays dated (B)(6) 2017 are an ap of the pelvis and ap and lateral of the left hip. The acetabulum is not visualized on the lateral, but the ap notes the same stem and a new larger acetabular component with two screws. The hip is reduced and the head is noted to be eccentric in the liner. X-rays dated april 26, 2017 are two ap¿s of the pelvis in which the distal stem is not visualized, but there is no change noted from the previous films. Five photographs of the explanted, grossly intact acetabular shell with a poly insert in situ along with a ceramic head articulating with the polyethylene are available for review. Material analysis comments state, ¿trident liner: burnishing, scratching and third body indentations observed on articular surface ¿ common damage modes of poly. Trident shell: damage consistent with explantation process. Ceramic head: continuous metal transfer ring at proximal end of taper indicating proper seating between trunnion and taper.¿, and ¿functional inspection between head and liner indicated ¿ head does not articulate smoothly in the liner.¿ no revision operative report or follow-up subsequent to (B)(6) 2017 with incision and drainage report and results of the culture and sensitivity are available. From the history of extended in situ drain and drainage after the primary total hip, persistent pain and multiple steroid injections, septic loosening is a strong diagnostic possibility in this case with intermittent extensive antibiotic therapy. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical records were reviewed by a consulting clinician who indicated from the history of extended in situ drain and drainage after the primary total hip, persistent pain and multiple steroid injections, septic loosening is a strong diagnostic possibility in this case with intermittent extensive antibiotic therapy. A visual inspection noted explantation damages and biological fixation material on the returned device. Further examination of the returned device with a material analysis engineer indicated that the damage observed on the device was consistent with explantation process. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient complained of continued pain following initial surgery. Patient was worked up for infection and none was found. Patient continued to complain about start up pain and discomfort with hip. Subsequent xrays showed lucency around cup. Decision was made to revise cup. On 4/10 after cup/liner/head were removed, surgeon commented the head did not articulate properly in the cup/liner. Surgeon requested cup/liner/head be sent back to stryker for evaluation. Implants: ras 58mm cup, 23&35mm screw, 32 d x3 liner and 32mm v40 lfit +0 head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient complained of continued pain following initial surgery. Patient was worked up for infection and none was found. Patient continued to complain about start up pain and discomfort with hip. Subsequent xrays showed luceny around cup. Decision was made to revise cup. On (B)(6) after cup/liner/head were removed, surgeon commented the head did not articulate properly in the cup/liner. Surgeon requested cup/liner/head be sent back to stryker for evaluation. Implants: ras 58mm cup, 23&35mm screw, 32 d x3 liner and 32mm v40 lfit +0 head.